Event description:
It was reported that the biomed stated the arctic sun device was past 2000 hours of usage and they would like the quote for 2000 hour service. The system hours are 6936, pump hours are 5480, mis called on (B)(6) 2023. The biomed had device with failing calibration with calibration error 1(pre warm bypass flow error). Per biomed tech via phone on 03aug2023, it was reported that the device needs a manifold. The part has been ordered. Once the device was repaired, it would be sent if for a 2k hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold. Per biomed, the device needs a manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was past 2000 hours of usage and they would like the quote for 2000 hour service. The system hours are 6936, pump hours are 5480, mis called on 11jul2023. The biomed had device with failing calibration with calibration error 1(pre warm bypass flow error). Per biomed tech via phone on 03aug2023, it was reported that the device needs a manifold. The part has been ordered. Once the device was repaired, it would be sent if for a 2k hour preventive maintenance.